Manufacturer narrative:
The device was returned to the MFR for eval, and testing could not duplicate the sticky trigger, however, the shaft showed signs of wear and possible gouging which could create a sticky trigger. Repairs were done on the device and it was returned to the customer.

Event description:
It was reported that the trigger was sticking during a procedure. The customer pulled another device to complete the procedure. There was no medical intervention required and no delay in the procedure.